Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately two to three weeks prior to contacting lfs (time not known). In addition to oral medication (1000mg of metformin, at 10am and 9pm), the patient stated she also manages her diabetes with diet and/or exercise. After the alleged issue occurred, the patient indicated she continued with her usual dose of medication. According to the csr's documentation, the patient reportedly developed symptoms of "dizziness, headache, pain on the side of the right eye, and shakiness" on (B)(6) 2011 at noon. The patient, however, denied receiving any medical intervention following the alleged meter issue. At the time of troubleshooting, the csr noted that the patient was using the correct test strips; however, the vial of test strips was expired and the patient did not have a new vial available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.